Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during closure following cerebral angiography. The device was removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved four-vessel cerebral angiography, after which the catheter and guidewire were removed prior to the closure attempt. The device packaging showed no visible damage prior to use. The femoral artery suitability was not verified by angiography; however, the vascular sheath introducer insertion angle of 30 45 degrees was verified. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; however, the indicator window did not turn black during retraction. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and retraction continued until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed from the patient, the indicator wire loop was deployed and no anomalies were noted. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to assess the internal components. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during closure following cerebral angiography. The device was removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved four-vessel cerebral angiography, after which the catheter and guidewire were removed prior to the closure attempt. The device packaging showed no visible damage prior to use. The femoral artery suitability was not verified by angiography; however, the vascular sheath introducer insertion angle of 30¿45 degrees was verified. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with a closure device or manual compression within the previous 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; however, the indicator window did not turn black during retraction. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and retraction continued until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed from the patient, the indicator wire loop was deployed and no anomalies were noted. The device was returned for evaluation.